Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. No physical damage was found where the foreign material remained. The customer reported they conducted reprocessing according to the instruction manual (there was no deviation). Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; flexibility adjustment ring has a scratch; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; switch1 had a pinhole; switch box has a scratch; right/left knob has a scratch; upwards/downwards knob has a scratch; plug unit has a scratch; scope cover unit has corrosion due to water leakage; scope connection case unit has corrosion due to water leakage; due to damage on nozzle, water removal ability does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right/left knob is out of the standard value; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber; and connecting tube has foreign objects; universal cord has coating peeling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope connecting tube and adhesive on bending section cover or distal sheath rubber had foreign material. There were no reports of patient involvement.